Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that during routine follow up this right ventricular (rv) lead exhibited pacing impedance high out of range. It was then discovered the lead was fractured. Subsequently, the lead was surgically abandoned and successfully replaced. No additional adverse patient effects.